Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing, the cartridge slipped out when the device was fired. It did not fall into the patient. A new device, clips and staples were used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.